Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction d6b - date of explant updated to (B)(6) 2024, it was previously reported as (B)(6) 2024.